Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the problem was confirmed immediately after treatment was started, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during npwt utilizing a renasys go and 750ml canister, the dressing did not compressed at all, so nothing reached to the canister. The canister will be returned to hull for evaluation.